Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra-delsys] product ID [mc1vr01-delsys] (serial: (B)(6)]). D9: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the leadless ipg dislodged after the tether was cut. It was also observed that there were several rotations of the handpiece clockwise, but after deployment, the handpiece was not moved. When gently pulling the two ends of the tether rope, one was loose. However, after cutting the wire, it was difficult to move after pulling out. Additionally, when pulled out, the delivery system was in the atrium, but it was horizontal with the micra. The micra was dislodged during the rope-pulling process. Subsequently, an attempt was made to pull the micra into the large sheath. Unfortunately, the micra was completely dislodged and the wire also came out entirely. At this point, the operator promptly used a snare and removed it quickly. The leadless ipg was attempted not used and replaced. The delivery system was flushed, and no thrombus was found.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: (B)(6). D9: yes, return date: 18-sep-2025 h3: yes product event summary: the delivery system was returned. The device was received but separated from the delivery system. The tether and the tether pin were cut off, not received. Analysis was performed and found the lumen of the delivery system was torn. The analyst noted the lumen torn could cause the tether to stick in the catheter and positively contributed to the feeling of difficulty to pull the tether during implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.